Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implantation. The patient complained of chest discomfort during breathing and shortly after developed hypotension with blood pressure of 76/50 and bradycardia with a heart rate of 35-40 bpm. Also, the patient was slightly nauseated after positioning of right ventricular lead. A fluid bolus was administered by the lab staff and the patient stabilized after 15 to 20 minutes with return to normal blood pressure and heart rate, along with alleviation of the symptoms. The implant procedure continued without further issues. The physician ordered an echocardiogram to rule out any cardiac perforations. The echocardiogram confirmed a small effusion. The perforation was minimal and resolved without intervention. The patient remained in stable condition. All lead measurements were good and stable.